Event description:
A non healthcare professional reported that during an intraocular lens implant procedure the lens got stuck and haptic was broken. Additional information has been received and stated that the haptic broke while being pushed out of the cartridge with the lens inserter. The procedure was completed with the backup lens. No patient contact was reported. Surgeon does not believe issue was with product but issue with the lens inserter getting stuck under the haptic, which caused it to tear.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. Surgeon does not believe issue was with product but issue with the lens inserter getting stuck under the haptic, which caused it to tear. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Surgeon does not believe issue was with product but issue with the lens inserter getting stuck under the haptic, which caused it to tear. Based on this information, the product did not cause or contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.